Event description:
The dealer asking for a quote for front casters. He asked if he need the rear casters and he mentioned that the front ones were the only ones falling apart. There were no other details.